Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
During device servicing it was discovered that the device battery was weak. There is no report of patient involvement.